Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had improper hand hygiene. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis. On unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and cefepime intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis. Antibiotic treatment was reported to be ongoing. It was reported that peritoneal dialysis therapy was not interrupted due to the event, but it was additionally reported that the patient was currently on hemodialysis therapy. It was not reported if the patient was recovering or was recovered from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.